Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a contaminated main circuit board (pcb). The main pcb was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the correct power source and charge it's internal battery. There was no patient injury reported as a result of this incident.